Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the cps sheath was advanced, when the dye was injected it was noted that there was dissection of the vein the lead could not be advanced. The procedure was aborted and the device was discarded and would not be returned. The patient was kept overnight for observation and released the following day.